Event description:
It was reported to nuvectra that the patient experienced an infection, ten months post permanent implant due to an unknown reason. Subsequently, the stimulator and lead were explanted.